Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing difficulty charging because the ipg turned to the side. The patient underwent a revision wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.